Event description:
Intra-operative testing of this pt's cochlear implant showed high impedance on several electrodes. Therefore, the device was explanted and the pt was reimplanted with a new device in 2005.